Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was in his apartment when the cgm was reading 140 mg/dl then fell to 40 mg/dl. He checked his finger stick reading and it was 41 mg/dl. The patient passed out and hit his head against a desk. His wife called for medical assistance at the apartment building (there was no further information about medical assistance during this time). The patient's wife took the patient to the hospital. At the hospital, the patient's bg was 24 mg/dl. The patient was treated with glucagon and dextrose. While at the hospital, the sensor had a sensor error and then the sensor failed. The doctor removed the sensor from the patient's body. Additionally, the patient sustained a two inch cut on his forehead as a result from the fall at his apartment when he passed out. There is no information about treatment for the cut on the forehead. The patient was in the hospital for 8 hours and left the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.